Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/8/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/13/2016 with the following findings: testing was unable to duplicate ¿temperature¿ complaint. Reported date from (B)(6) 2016 is overwritten, no voltage fluctuation or any activity outside of normal use is observed. The battery compartment/cap are undamaged and able to fit to maintain electrical connection..¿ez-prime¿ steps were performed correctly, all currents draw are within specification. No overheating or any alarms occurred during the investigation. The pump¿s cover was removed; no further moisture or any intermittent condition was found to the pcb or to the cgm module.